Event description:
A hemodialysis nurse at a user facility has reported that an internal blood leak occurred during a pediatric hemodialysis treatment. Reportedly, blood was visually observed in the dialysate compartment ten minutes into the treatment. Estimated blood loss was 163 cc's and there is no other known pt ill effect. The pt remained stable, requiring no medical intervention. A new sys was strung and the treatment was completed without further incident. There is a sample available for eval.

Manufacturer narrative:
(B)(4).